Event description:
Reporter indicated, a vns patient had high lead impedance readings with systems diagnostics testing and increased myoclonic seizures. X-rays did not identify any obvious anomalies per the reporter. The vns was disabled. The patient is "very active and moves around a lot", and has a history of scratching at the vns which "may have provided an opportunity for some damage to occur." A battery estimate for the generator yielded approximately 6.1 years remaining on the battery. Vns revision surgery is planned, but a surgery date has not been set. Attempts to the reporter for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.